Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a non-penumbra sheath, and a non-penumbra stent retriever. It was noted that the patient¿s anatomy was tortuous. After completion of the procedure, the physician removed the red62 and the stent retriever together as a unit and found the distal end of the red62 had fractured and was stuck to the stent retriever. The procedure had ended at this point and thrombolysis in cerebral infarction (tici) 3 was achieved. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned penumbra system red 62 reperfusion catheter (red62) confirmed that the catheter was fractured. Evaluation revealed stretching near the fractured location. If the red62 is retracted against resistance, damage such as stretching and subsequent fracture may occur. The reported tortuous patient anatomy may have contributed to resistance during the procedure. Further evaluation revealed a kink proximal to the fractured location and on the distal fractured segment, and ovalization at the distal tip. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.